Manufacturer narrative:
This supplemental report is being submitted to provide legal manufacturer¿s final investigation. Updated fields: d8, g3,h2, h3, h6, h10, corrected fields:d9, h3. The device was not returned to olympus for evaluation and the customer's allegation was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the camera head image darkens after two hours of usage, and adjusting the brightness of the light source is ineffective. The issue occurred during a therapeutic colorectal resection procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head image darkens after two hours of usage, and adjusting the brightness of the light source is ineffective. The issue occurred during a therapeutic colorectal resection procedure. The procedure was completed using a similar device. There were no reports of patient harm.